Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgical coordinator, who reported that the patient reason for the iol exchange was blurred vision.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the unexpected outcome. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that a patient experienced an unexpected outcome following an intraocular implant (iol) procedure. The target was -0.34 diopters and the postoperative refraction is +2.50-3.25x47. The current orientation is +/- 70 degrees and the intended orientation was 108 degrees. Additional information was received from the surgical coordinator, who reported that the iol did not rotate off axis but was placed at the incorrect axis due to patient movement during the procedure. There was no issue with the iol. The iol was exchanged for a difference of 1.5 diopters of power with the same lens model . Additional information has been requested.